Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Foreign distributor did not report injury or medical intervention.

Manufacturer narrative:
(B)(4)